Event description:
During a remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however no intervention has been performed at this time. The patient was in stable condition.